Event description:
It was reported that this pacemaker was unable to be interrogated. The health care professional (hcp) believes this device has been changed out for a competitive device, which is why the programmer could not interrogate it. Boston scientific technical services (ts) stated that medical records show this device as active. No adverse patient effects were reported.